Manufacturer narrative:
Review of the batch records was performed by wausau coated products, manufacturer of the laminated material used to make the bands. The particular property in question was found to be within specification for the batches. Letter from wausau coated products is attached. Further dialog with the customer indicates that the issue with the device was noted only in the maternity unit of the hospital. No other units that used the device from the same lot reported any defective devices. The maternity unit has since used the product without further issues recorded, making it difficult to isolate the root cause.

Event description:
(B)(4).